Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after receiving a vibratory alert. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited noise oversensing and failure to deliver shock during a ventricular fibrillation episode. The lead was reprogrammed, the patient was in stable condition and will continue to be monitored.